Manufacturer narrative:
Sc-8216-50 (B)(4) device evaluation indicated that the complaint was confirmed. Six cables (e1, e2, e3, e4, e8 and e13) were fractured on the lead body at the kink section where the clik-anchor was positioned. Fracture location is 1 cm from the clik anchor set screw mark. No cables were exposed at the site.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to contacts out on the lead. The patient underwent a lead replacement procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to contacts out on the lead. The patient underwent a lead replacement procedure.